Event description:
During prep, the ablation catheter would not work once plugged into the system. There was no harm to the patient. Manufacturer response for catheter, tacticath sensor enabled contact force ablation catheter (per site reporter). Response unknown.